Manufacturer narrative:
Additional issues were identified during the device evaluation: due to deformation of grip, water tightness was lost; and due to damage to the bending section cover, the insulation resistance value at the distal end did not meet the standard value. The customer confirmed that the device was reprocessed as per the olympus user manual before returning the device for an annual inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. Such events can be detected and prevented according to the following ifus: "the detection method is described in the instruction manual tjf-q190v operation manual, chapter 3, preparation and inspection. Preventive measures are described in the tjf-q190v reprocessing manual, chapter 5, reprocessing the endoscope." Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the duodenoscope for an annual inspection. During the device evaluation, the following reportable malfunction was found: distal end stain/discoloration with unknown foreign material caused by insufficient reprocessing. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.